Event description:
The user facility reported a 35-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced ventricular tachycardia (vt). Positioning was difficult to view on trans-thoracic echo and therefore trans-thoracic echo probe was used. Left ventricle (lv) measurement under trans-thoracic echo appeared to be 5 cm and the doctor was able to reposition to 3.8 cm. After the impella pulled into the descending aorta, the patient was noted to have severe gastro intestinal bleeding. The impella was removed and the patient stabilized.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.